Manufacturer narrative:
Subsequent information received indicated that the non-invasive blood pressure (nibp) cuff was punctured and leaking. This issue is considered non-reportable since there was no death or serious injury reported, and the observed event/issue would not impact therapy if it were to recur. Therefore, regulatory reporting is no longer applicable.

Event description:
It was reported to philips that the dfm100 efficia defibrillator exhibited leakage. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address: (B)(6).